Event description:
It was reported that the patient expired due to the heart failure on (B)(6) 2017. The patient experienced ventricular tachycardia during the implant procedure on (B)(6) 2017. The ventricular tachycardia continuously occurred when the patient presented in the intensive care unit. There is no known allegation from a health professional that suggests the death was related to the device.